Event description:
Steris light handle package in minor laparotomy pack-lf was labeled for sterile camera cover, but had a light handle in it instead. Another camera cover had to be opened. FDA safety report ID# (B)(4).